Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device primed properly. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. The customer bolus wizard was programmed and delivered the 0.3 unit bolus on (B)(6) 2020 at 15:25:58.000. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was unknown bolus that was registered in the insulin pump history. Customer was not aware of this bolus. Customer stated that they did not choose bolus accidentally. Customer declined to troubleshooting. No harm requiring medical intervention was reported. The device will be returned for analysis.